Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they received a new communicator and needed help pairing it.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain. The patient reported ¿'I'm having a problem with the white thing that makes my pump work¿. The patient stated they have a problem charging the communicator because the cord doesn't fit in the port and confirmed they have to wiggle the cord around or put the cord at an angle in order to get the communicator to charge but now it won't charge at all. The patient noticed this ¿a month or so ago¿. The patient mentioned they called about communicator charging considerations) and it was charging normally at that time, but stated at that time the charge was ¿going down real quick¿, but they were at least able to charge it at that time. An email was sent to the repair department for a replacement communicator. The communicator charging port is loose and they're no longer able to charge it. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product type product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), 28-jan-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis noted no anomalies were visually observed, device-tested ok, passed bench test, and final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: corrected information: conclusion code d11, img code g0200703 and fdr code c0706 not applicable for the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.